Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. The field service engineer visited the site on (B)(6) 2009 to assess the instrument. He performed a decontamination procedure and replaced the diluent filters and tubings. He verified repair per established procedures. Results met published performance specifications. The root cause was not specifically identified though may have been corrected by instrument service.

Event description:
The customer reported that the act diff 2 instrument generated erroneously low platelet results (9 x 10^3/ul). The test results were accompanied by an instrument-generated flag to review results. The customer reran the patient sample and recovered similar results; the test results were not provided. A manual smear was not prepared or reviewed. The erroneous test results were reported out of the laboratory. The patient was subsequently redrawn and the platelet results were higher; the test results were not provided. A corrected report was issued by the laboratory. There were no reported changes to patient treatment associated with this event.